Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing that lead into an inappropriate shock. The patient was evaluated, and the field representative was able to recreate the same noise including the spiky noise with pocket manipulation. Technical services (ts) provided trouble shooting options and the device was reprogrammed. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing that lead into an inappropriate shock. The patient was evaluated, and the field representative was able to recreate the same noise including the spiky noise with pocket manipulation. Technical services (ts) provided trouble shooting options and the device was reprogrammed. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. A bubble was noted and a surface crack in the polycin vorite in the notch area, nonetheless, the crack does not appear to extend into the insulation. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies rather than the bubble and surface crack. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.